Event description:
During setup, the thermogard console (sn (B)(4)) displayed a mid:09 (air trap assembly) message and didn't power up. The console was rebooted, but the issue wasn't resolved. Per the reporter, before the console was turned on, an empty start-up kit (suk) air trap was placed in the air trap holder of the console, however, the console did not recognize an empty suk air trap and one of the two led sensors on the air trap sensor block would not light up. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.